Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and patient who was implanted with a neurostimulator for non-malignant pain. It was reported that they had been trying to charge for a week but it kept saying no device found. They got the rtm and it didn't resolve the issue. They got looking and searching for device and then it said it could not locate try again. They never got to the al feature. Patient was charging normally with excellent coupling. The ins was tilted in pocket. Patient had 2 patient controllers and 3 rtms so they were not sure which one to use. No patient symptoms were reported. No further complications were reported.